Event description:
It was reported that pump experienced malfunction alarm with high blood glucose reading displayed as ¿high,¿ and no specific value was known. Customer addressed high blood glucose by giving correction injection using multiple daily injections and did not require help from third party, but there was no additional information received regarding the overall outcome of the event. Technical support arranged replacement pump under warranty, advised customer that replacement would have updated software, customer planned to continue using current pump with backup method if necessary until replacement arrived.